Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient experienced cloudy effluent. One night prior to the event onset, the patient experienced diarrhea and ccpd therapy was discontinued. The cause of and treatment for the events were not reported. The patient was not hospitalized for the events. At the time of this report, the patient outcome was not reported. No additional information could be provided as the reporter declined follow-up.